Event description:
Same case as MDR: 2134265-2013-08884; 2134265-2013-08886. It was reported that automatic pullback failure occurred. A 240v ilab ultrasound imaging system was used in conjunction with an atlantis sr pro imaging catheter in an unspecified procedure. When the physician attempted to perform pullback , automatic pullback failure occurred. The catheter connection and imaging were good but there was no correct contact with sled. The procedure was completed using manual pullback. No patient involvement.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not available for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).